Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) ¿ stem visual examination of the returned product identified the head, liner, and stem were assembled. No attempts were made to disassemble them as the allegation is for the bend on the distal stem. Stem shows scratches from use and explant. Distal end is confirmed to be bent. No cracks or fracture were visible. No other damage was noted. The complaint is confirmed based on the evaluation of the returned product. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is an oblique fracture to the proximal femoral diaphysis which likely caused the bent femoral stem. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. It was reported that the patient could not be properly instructed causing the bone fracture, however no backing evidence was provided on the cause of the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported a patient underwent a revision due to a fracture. The stem was bent during the fracture and was explanted. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: netherlands. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.